Event description:
It was reported to the physio-control service representative that the customer's device would not power up on either ac or dc. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.